Event description:
It was reported that the patient presented at a follow-up in clinic for a routine generator change procedure. Upon interrogation, it was noted that the left ventricular (lv) lead was previously turned off for over a year due to loss of capture. The lead was capped on (B)(6) 2023 and was replaced. There were no patient consequences reported.